Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a rectum resection procedure, the device did not staple. The procedure was completed with another device. There was no adverse patient consequence reported. The device was discarded.